Manufacturer narrative:
There were 14 occurrences of elevated wbc count reported by the customer. Further evaluation of these 14 occurrences indicates that one of these events had a wbc count >5x10^6. The other 13 events were below the 5x10^6 threshold.

Manufacturer narrative:
Investigation: further information received for this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on the additional investigational information. Additional information provided by the customer indicated that there were 8 occurrences of wbc contamination, however, the wbc counts for all 14 events were below the 5.0x10^6 threshold. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: the end of run summary information showed there was a flag to verify wbcs in the platelet product due to donor hematocrit too high. The machine generates this message whenever donor hematocrit and hemoglobin levels are entered above a certain threshold because the higher levels may cause more wbcs to enter the leukoreduction system,and therefore the trima conservatively flags the platelet product for counting. The reported high wbc count in the apheresis product of this donation may be donor related.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported an elevated white blood cell (wbc) count in their apheresis platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The disposable set is not available for return for evaluation because it was discarded by the customer.